Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported that while on stand-by the device showed a blue screen. No patient involvement was reported.

Manufacturer narrative:
The customer provided the device logs for review, which confirmed the reported issue. The logs contained cfb log entries, that indicate the device experienced a blue screen event. The log review also confirmed that ventilation was not active at the time of the cfb log entries. Technical support recommended that the customer replace the main board as a precautionary measure. A work order was initiated to replace the main board at the customer site once the parts become available. The device does not continuously exhibit the blue screen and is currently operating as expected, and the issue could not be replicated.